Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm was noted. The motor passed motor test. No encoder alarm on alarm history screen was noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer reported receiving a motor position encoder error. The customer was able to complete insulin pump rewind. The alarm history contained more than one motor error alarm within a thirty day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.